Event description:
It was reported that a pt underwent a cesarean section procedure in 2009. The suture was used to close the subcutaneous layer. Three days later, the pt had a sensation of the suture breaking and heaviness in the lower abdomen and serosanguinous bleeding. This was followed by wound dehiscence thereafter and the bowel extruded. The pt was brought in for a re-operation to have the abdomen closed.

Manufacturer narrative:
Wound dehiscence - conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible product codes and batch numbers: product code z1058e batch ep5gcqn, mfg date: 01/29/2009, exp date: 12/31/2013. Product code z1058e batch bg5bmxn, mfg date: 06/15/2009, exp date: 06/30/2014. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods released criteria.